Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h3, h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined as the device was not returned to olympus. Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the g400 generator, gyrus exhibited low output. There were no reports of patient harm.

Manufacturer narrative:
In speaking with olympus technical assistance center (tac), the customer reported the device reading was normal on the cut, but there was a low output of 65 watts when it should be 69.4-96 watts. After more troubleshooting with the customer, it was recommended that the customer send the device in for repair. To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.